Manufacturer narrative:
The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The guidewire was returned for analysis on 07/21/2016. As received, the specimen consists of two-2 detached segments cut from the proximal end of one each unidentified clinically used, damaged safari wire; returned loose, double-bagged within "zip-lock" style poly pouches. The remainder of the device distal of the cut segments was not returned for analysis. The distal segment presents complementary bends >90o over the distal 0.93cm and 2 tight-wound coil segments connected by a 40cm region of stretched coil wraps; the segment also contains a 1.1cm segment of coil within the complementary bend damage. The proximal segment presents a 1.4cm stretched coil region located 3.45cm from the cut end. The coil segments contain multiple offset/mis-aligned coil wraps resulting in oversized diameter and areas of scraped ptfe coating scattered over the length of the coil regions. No other damage or inconsistencies are noted to the specimen at this time. The proximal joint appears to be correct and intact by visual examination and by non-destructive testing. It is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis; however if the device is received or additional information is received a follow-up medwatch report will be submitted. Product hasn't been returned.

Event description:
As the delivery system was backloaded on to the safari wire, there seemed to be slight resistance. However, it was suggested to use a new safari wire but the procedure continued with the same wire. The lotus valve was safely and successfully deployed. As the delivery system was removed it became stuck on towards the end of the wire. In order to remove the system without removing the wire, the wire was cut which then allowed the delivery system to be removed.